Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump while administering fentanyl to patient under infused. The nurse administered 0.4mcg/kg/hr and boluses during a bedside procedure (100mcg, 50mcg and 50mcg). Following the procedure, the fentanyl drip was held and the pump was turned off. When turning back on the pump to continue administration the registered nurse accidently selected new patient and cleared the previous programming. They pulled the current fentanyl bag and measured the remaining contents to decipher the volume infused to the patient before hanging a new fentanyl bag to fully account for narcotic volume. While subtracting, their math stated that 7mls had been dispensed to the patient throughout the shift from 0700-1600, but chart review proves that 38.64mls should have been administered to the patient during this time period. There was no known patient injury or medical intervention associated with this event. No additional information is available.